Event description:
A caller reported a cartridge alarm identified as alarm 20. There was no adverse impact to the customer's blood glucose level. The customer had experienced similar issues with the pump previously, which prompted the technical support team to arrange for a replacement pump. The customer was advised to continue using the current pump temporarily and was provided with instructions for the necessary steps, including programming settings and connecting their cgm to the new device. The replacement pump was sent by technical support, and the customer was instructed to return the defective pump to avoid additional charges.